Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0r883, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss or change of therapy. The patient was struggling with the device not working co rrectly. The patient was having a strong urgency issue and was unable to hold their urine at times. The patient had tried program 1 in the past and was on program 2 at 3.2v and felt stimulation in the correct location for potential benefit. The patient changed to program 3 at 2.7v and felt stimulation in the rectum area and this was the correct area. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.